Event description:
A (B)(6) male was undergoing a laparoscopic bilateral inguinal hernia repair with mesh when the surgeon noticed that one of the plastic valves outside the structure balloon trocar has been inadvertently pushed through and had broken into four pieces inside the wound. The surgeon retrieved the four pieces which fit together perfectly and the wound was evacuated. The pt was stable, without injury, and given antibiotics, as is customary post procedure. A clinical disclosure was completed. The pt will be followed for any complications. Reason for use: laparoscopic inguinal repair.